Manufacturer narrative:
Required surgical intervention to prevent vascular injury and stabilization of the spine. Device is being reviewed by the hospital and is not available for evaluation. The evaluation was performed by reviewing the provided x-rays and the surgical technique. The event is determined to be reportable because of the revision surgery that is considered to be a serious injury. It has been determined that the event was caused by failure to follow the surgical technique. The investigation is ongoing. Upon completion of the investigation, all additional pertinent information will be submitted to the FDA.

Event description:
A male patient underwent surgery for placement of an infix device in 2006. Six days later, he was taken back to the operating room to revise the construct because the implant had collapsed due to the strut backing out. During the revision surgery, the spine surgeon was not able to replace the device because the vascular/general surgeon had difficulty with retraction of the vessels. Because of this, the spine surgeon placed bone graft into the space that the implant previously occupied and aborted the surgery. Six days later, the patient was taken back to the operating room by the spine surgeon who then implanted hardware from a posterior approach to stabilize the spine. There was no report of injury to the great vessels and no neurological damage.